Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was delivering bolus slower than expected . The customer's blood glucose was 164 mg/dl. The insulin pump will not be returned for analysis.